Event description:
Information was received regarding a cadd cassette reservoir. It was reported that pump was beeping with no alarm message "possibly due to faulty cassette." It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.